Event description:
It was reported that the inner shield of the bd micro-fine¿+ pen needle was deformed. The following information was provided by the initial reporter, translated from japanese: "this is a report about a bent needle pe. The user reported that the needle tip was found to be bent before use." The following information was provided by the bdj investigation team: "1 inner shield was returned. Bdj confirmed that the inner shield was deformed."

Manufacturer narrative:
H6: investigation summary: one shield along with two photos were returned. No lot number details were provided. Visual examination of the returned sample and photos was carried out and damage to the shield was observed. This issue most likely occurred due to overheating of the part during the moulding process. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the inner shield of the bd micro-fine¿+ pen needle was deformed. The following information was provided by the initial reporter, translated from japanese: "this is a report about a bent needle pe. The user reported that the needle tip was found to be bent before use." The following information was provided by the bdj investigation team: "1 inner shield was returned. Bdj confirmed that the inner shield was deformed."